Event description:
It was reported that the ilet displayed prompts to connect a cgm or enter a blood glucose value while paired with a freestyle libre 3 plus sensor, and repeated scans of a newly applied sensor resulted in ¿scan unsuccessful,¿ consistent with an intermittent communication failure involving the antenna or related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user/caregiver and analysis of the information provided. Investigation of this case revealed an interoperability problem between the ilet and the cgm system, with findings aligning to intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.